Manufacturer narrative:
An event regarding revision due to pain and elevated ion levels involving an metal head was reported. The limb length discrepancy was identified and confirmed through medical review. Device was not returned however, inspection of provided explanted images shows blood stains on stem. Nothing else can be determined from the explanted images. The provided medical information was submitted to a consulting clinician who indicated that "a pre-revision ap pelvis and lateral xray were reviwed. These xrays demonstrate a pressfit right tha. The components appear to be well fixed without evidence of loosening. They are correctly sized and positioned. A leg length discrepancy of 12 mm is present with the right lower extremity being shorter than the left. The primary harm involved is pain. No evidence for implant defect is noted on xray review. There is insufficient documentation presented to complete this assessment." Further documentation such as operative reports surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, laboratory reports, pathology reports and implant retrieval would required to aid in the completion of this assessment. Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. It was reported that patient had revised due to pain and elevated ion levels. The provided medical information was submitted to a consulting clinician who indicated that a leg length discrepancy of 12 mm is present with the right lower extremity being shorter than the left. Further documentation such as operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, laboratory reports, pathology reports and implant retrieval are required for detemining the root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
Right hip revision for pain. Insert, stem, and head revised. Elevated ion levels.

Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip revision for pain. Insert, stem, and head revised. Elevated ion levels.